Event description:
Meter consistently read low even with changing test sensors. This was sometimes only 9 mg/dl but much, much more of the time was 30- 40 mg/dl lower than a concurrent finger stick reading. This affected my dietary decisions and exercise decisions as I have been symptomatic with low blood sugars and I can control it with accurate readings. I can trust it with free style libre system since I can not trust the values it gives me. The people I have contacted speak heavily accented english ( the majority, anyway) and most have little understanding of anatomy, physiology and pharmacology. FDA safety report ID# (B)(4).